Event description:
The customer's father reported via phone call that the customer would experience blood glucose between 200 mg/dl and 400 mg/dl. The father attributed the customer's fluctuating blood glucose to hormonal changes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.